Manufacturer narrative:
UDI: (B)(4). The complaint devices were received and evaluated. Visual observation of the active tip of first electrode indicated signs of activation and the manifold at 12 o'clock position of the tip shows signs of melting. The active tip of second electrode showed signs of melting between 6-9 o' clock positions. The active tip edges showed signs of wear possibly from excess use. This damage to the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. Due to an increasing trend in the number of melted manifold failure, supplier CAPA-(B)(4) has been initiated to investigate and determine a root cause for this failure. This is monitored through mitek (B)(4). Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, smoke appeared during the use of the electrode, the surgeon thinks that the ceramic tip is broken. No consequences to the patient - another like device was used.